Event description:
It was reported that the patient experienced increased pain and a loss of effect. The cause of the event was reported to be that the "catheter broke". A catheter dye study was performed on (B)(6) 2012 and showed leaks in the catheter. The patient stated that the catheter was going to be replaced on (B)(6) 2013, but the patient's healthcare provider later indicated that the catheter had been replaced on (B)(6) 2012. It was unclear when the catheter was replaced. The medications used within the system were clonidine, baclofen, and morphine. No patient hospitalization was required due to the event. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(6), implanted: 2011 (B)(6) product type catheter. (B)(4).